Event description:
The complainant had an impella cp placed to support a patient admitted in with acute myocardial/cardiogenic shock. The patient was placed via single access and was supporting when there was limb ischemia bilaterally. Both bilateral lower extremity pulses were absent via doppler. The doctor was made aware of the patient needing more support and needing to mitigate complication. The doctor ordered an arterial us study for bilateral lower extremities. The study showed decreased flow to bilateral lower extremities via collateral flow. Another doctor was consulted for impella 5.5 transition, but the decision was made to transfer the patient to another facility for left ventricular assist device/transplant workup. Two days later, the pump was explanted and the patient was escalated to an impella 5.5. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿